Event description:
A floor lift and sling were to be used with a pt. The two sling shoulder attachments were hooked to the dynamic positioning system (dps) lower frame. The jib was being lowered with handset to connect the sling leg attachments. The operators of the lift stood across from each other, coordinating the sling attachments, and had their left hands underneath the right and left sides of the lower frame to prevent inadvertent contact with the pt during operation. As the jib was being lowered, the jib seemed to have suddenly free fallen of 2-3 inches as if it was caught hanging and slipped. One staff tried to fight the free fall and tore his left rotator cuff, now waiting for a surgery.

Manufacturer narrative:
This report is being filed under (B)(4) on behalf of the MFR arjo med (B)(4). Please note that this product is no longer mfg and previous medwatch reports for this product may have been submitted for the mfg site arjo med (B)(4). As of (B)(4) 2010, the number was de-activated due to the site no longer being a MFR. Going forward, complaints related to this product are to be handled by arjohuntleigh (B)(4). The device was inspected by a rep of the MFR's sales and service unit subsidiary div, not a direct employee of the MFR. Additional info will be provided following the conclusion of the MFR's investigation.